Event description:
A 3-0 ethicon suture was found to be broken in 2 pieces after use as skin suture. One piece was still attached to the needle holder; other piece was placed on needle mat. Suture and packaging were removed from sterile field. No harm to patient. Suture given to materials coordinator.